Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the priming was slower, slight scratches on the screen and squirts insulin during priming. It was reported that the rewind and prime was louder and also had motor error. The insulin pump will not be returned for analysis.